Event description:
It was reported that the pta balloon would not deflate. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. This is the only complaint that has been reported for this corporate lot number to date. The device was returned. The investigation is unconfirmed for deflation issues, as the device was able to deflate with no issues and met specification during the evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.